Event description:
The customer stated that the audio tones were not loud enough. Advised the customer that the insulin pump would be replaced.

Manufacturer narrative:
The insulin pump had no audio tone due to a broken transducer wire on the interface board.